Event description:
It was reported the physician selected a 37mm gore® cardioform asd occluder to treat an atrial septal defect measured to 20mm with an absent retro-aortic rim. The defect was not balloon sized. The device was deployed and the physician was not satisfied with the right disc appearance. The device was reloaded and deployed again. Echocardiography showed that the device appeared stable with no residual shunt and the physician decided to lock and release the occluder. Later the same evening, the device embolized to the superior mesenteric artery. The device was successfully removed with a snare and another attempt at device closure will be made on a later date. The patient was stable following device removal.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use list device embolization as a potential clinical and device adverse event.

Manufacturer narrative:
Added patient weight to section a4.